Manufacturer narrative:
The hospital did not report or state any adverse effect for this event. Nevertheless, a risk to patient health could not be excluded for this event. According to noras MRI products (B)(4) measures are in place for the noras or head in order to minimize the risk as low as reasonably practicable. There was no quality or performance issue or malfunction of noras or head holder. The noras or head holder works according to the specifications if the user follows the instructions. Corrective and preventive actions: there was no quality and performance issues or malfunction of noras or head holder. According to our instructions the user must follow the safety warning regarding the fixation of the head by all five points. A fixation only by 3 lateral points would be definitely insufficient. This could lead to head injury, false detection of markers and lesion and reduced diagnostic safety. There are no further corrective and preventive actions intended by noras MRI products (B)(4) at this point of time.

Event description:
As informed by the hospital, one of the two planned intracranial biopsies for the same patient, supported by the brainlab navigation system, was unsuccessful at the first attempt. The user verified with an MRI scan that the actual applied trajectory differed from the planned, intended trajectory for the unsuccessful biopsy attempt. The initially unsuccessful biopsy was repeated directly after the re-scan of the patient and completed successfully.